Manufacturer narrative:
The asset device was returned to olympus for evaluation and the investigation is in process. Foreign material/stain was found in the gaps of the cableboot. The faulty parts were replaced. The device was inspected and passed olympus functional standards. It was returned to asset inventory. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, hd autoclavable camera head, to the service center. Upon inspection and testing of the returned device, a cable failed test due to a worn out outer cover. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. In addition, this supplemental is to inform that the aware date in g3 on the initial MDR submitted is being corrected from january 11 to january 6, 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of service history : no repair history related to the phenomenon was found. Phenomenon: cable is worn out, and it failed leak test. The root cause of the phenomenon could not be identified. However, it has been 11 years since the subject device was manufactured. Based on the investigation results, the surface of the cable unit was worn out and damaged. It was surmised that the cable was worn out due to it had been used beyond its service life. The damage in cable likely caused the leak. Olympus will continue to monitor complaints for this device.